Event description:
It was reported that the patient presented for follow-up in the clinic. During the device interrogation, it was noted that the right atrial (ra) lead exhibited noise. No intervention was performed. The patient was in stable condition.